Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient complained about pain in the right hip and wanted the bearing surface changed. Surgeon removed the 44 x 62 metal liner, an apex hole eliminator, and a 44 -2 metal head. The removed products were retained by the hospital and will not be returned. There was no sign of any metal debris in the joint space. No abnormal wear noticed on liner or head. The original corail stem and pinnacle sector 62 cup remained in the patient. Sales rep has idea of lots and size of corail stem. Surgeon changed the bearing surface and head. Patient was not part of any study and no cement was used. Sales rep has attached a copy of the newly implanted items and an x-ray showing bilateral metal-on-metal hips. Doi: (B)(6) 2007. Dor: (B)(6) 2022. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available photo evidence was reviewed and does not shows an implant fracture, disassociation or any indicative related to a device nonconformance. Based on the information provided as evidence, a defect or malfunction cannot be established. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.